Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is not responding. The customer reported the unit still works with default parameters and there is no blank screen. The issue occurred during testing; the customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress into the resistive touch screen. This issue will be internally investigated within vyaire.